Manufacturer narrative:
Samples are collected in 5 ml bd lithium heparin tubes. Specimens are centrifuged at 3000 revolutions per minute (rpm) for 3 minutes. Quality control (qc) resulted within specifications during the time of the event. The field service engineer (fse) was dispatched. Noted carryover testing failed, subsequently the probe was replaced and carryover passed. Preventive maintenance was performed and several hardware issues were addressed. The samples were repeated on two instruments and results correlated. Although hardware issues were addressed, a definitive root cause for this event could not be determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 3 of 4 reported by this customer. This MDR is related to the following mdrs that have been reported: 2122870-2011-04787, 04788 and 04790.

Event description:
The customer reported erroneous high accu tni (troponin I) test results were generated when using the unicel dxi 800 access immunoassay system for four pts. Erroneous test results were reported out of the laboratory. The physician questioned the results. Results within the assay's normal reference range were obtained upon repeat analysis. Corrected reports were issued. No reports of death or serious injury; however, it is unk if there was any change to pt treatment as a result of this event. This event represents event 3 of 4 events reported by this customer.